Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-33, lot# va1bvnk, implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a manufacturer representative regarding a patient with an implantable neurostimulator ( ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient had a problem with the first implant. It was reported that the problem was that the scar tissue moved the leads and the patient was having pain in their groin. Patient had met with manufacturer representative for programming and it had not helped. The pain only went away when the ins was off. Patient reported they had everything taken out and replaced on the opposite side of the body.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.